Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens + (lal+, (B)(6), +15.0d) was explanted from the right eye due to unhappiness with the chosen refractive target.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).